Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2024-65548

Event description:
A physician reported that during the cataract surgery, ophthalmic knives were found to be dull. Surgery has been completed on the same day without patient harm.

Manufacturer narrative:
Five opened side port knives, in sheathing, in blisters were received for the report of blunt knives. Samples 1-5 were visually inspected and all were found to be conforming functional penetration testing was performed and found to be nonconforming. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened samples 1-5 were found to be functionally nonconforming, therefore the dull knife was confirmed and the root cause of the dull blade is the electropolishing process in the cutting instruments manufacturing process. All knives are 100% inspected by trained operators using a minimum of 10 x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).